Manufacturer narrative:
The event date is (B)(6) 2021 when the broken cable was noted. The reporter¿s occupation and health profession are unknown at this time. Further inspection of the unit found no other abnormalities. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, a faulty image was observed on the unit¿s display. There was no patient involvement. The unit was returned for evaluation and the cable was noted to be broken, which is considered to be a reportable malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a broken cable interfering with communication and causing no image possibly due to user handling. As stated in the instructions for use, the event could have been prevented: precautions against frozen or lost endoscopic images never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.